Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "constant downstream occlusion" alarms which was reproduced while running a loaded set. Using a known working downstream sensor, eval was able to run a set as expected. He failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the "downstream occlusion" message in the emergency room. It was also reported there was no pt involvement.